Event description:
Event description guidant received information that during the attempted implant of this implantable transvenous defibrillation lead, impedance measurements were 2500-3000 ohms, pacing thresholds were 1.2-4.0 and measured r-waves were 2.9-6.0. Pacer cables were changed and the same results were reported. Noise was seen on the rate/sense channel. The lead was tested in multiple positions using the psa. After multiple positioning attempts, this left ventricular pacing lead was determined to be damaged and was explanted.